Manufacturer narrative:
The customer requested a replacement battery with no engineer evaluation.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had a low battery message coincident with an audible chirp. No patient involvement.